Manufacturer narrative:
The device was evaluated and the customer's allegation was not confirmed. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: the water-tightness was not guaranteed due to the cut of the bending section cover; also the insulation resistance and the insulation resistance of the leading edge did not meet the specification due to a cut in the bending section cover; the bend angle in the up direction did not meet the specification due to wear of the angle wire; the connecting tube protector was cut off and the found the corroded electrical connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Establishment name: (B)(6). (Edited in respective field due to character limitation).

Event description:
The customer reported to olympus that there was an air leak from the control panel of the bronchovideoscope. The issue was found during preparation for use for an unspecified diagnostic procedure. The intended procedure was completed using the same set of equipment. There was no report of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found the coating was peeled off the connecting tube (more than 1 mm2). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely physical stress was applied to the insertion section during user handling and caused the coating to peel. However, a definitive root cause could not be determined. 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.